Event description:
A medtronic representative reported that, while in a spine procedure on (B)(6) 2013, the surgeon used a computed tomography (CT) based spine to navigate a c2 to t2 fusion. Post-op CT revealed that one of the c2 screws was misplaced medially. The surgeon alleged an inaccuracy of approximately 3mm. A medtronic representative was made aware of the (B)(6) 2013 procedure at the time of the revision surgery, (B)(6) 2013, to correct the screw placement. The medtronic representative noted the revision went well; CT based navigation was used and was accurate. The surgeon completed the revision procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the pedicle probe verified and appeared accurate on (B)(6). On (B)(4), the pedicle probe verified but appeared inaccurate, which is when the medtronic representative became aware of the issue in the original procedure on (B)(6) 2013. It was also noted that, in the original procedure on (B)(6), the surgeon decided to use the cranial frame, and was advised otherwise. In that procedure, the surgeon worked superior to inferior. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The concomitant medical product listed on the initial 3500a form was lot number 121024. The manufacture date for the device was 10/24/2012. The instrument was not returned to the manufacturer for evaluation. The software investigation was unable to determine root cause without further information since the behavior could not be replicated during the revision surgery.